Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the adhesive came off due to external force applied to the relevant part by squeezing the device with excessive force or by hitting it against something when the device was transported, stored, used, or cleaned. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was evaluated by olympus. The evaluation duplicated the reported event. The investigation uncovered a channel leakage, and the forceps cover glue was peeling. Additionally, the bending sheath cover glue was found to be cracked. The forceps cover was replaced, and no broken element was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope has a fluid invasion and there was air and water leakage. There was no harm or user injury reported due to the event.